Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 15 of 15 mdrs filed for the same patient (reference 1825034-2016-03636, 03671 / 03679, 03682 / 03683 & 04233 / 04235).

Event description:
It was reported in medical records received that patient experienced bruising of the chest and contralateral hip, and limited activity following a fall. The cause of the fall is unknown.

Manufacturer narrative:
This follow up report is being submitted to report additional information . Concomitant products: part: 11-107022 name: freedom constr. Liner +5 sz 23 lot: 256300; unknown mallory cup size 52mm; unknown 9mm taperloc stem. Reported event was confirmed by review of the provided op notes. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Review of the physical therapy progress notes stated that, the patient experienced a fall. The cause of the fall is unknown. Patient experienced bruising on the right hip and chest. An x-ray ruled out any fractures. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.